Event description:
Per information provided by patient's attorney: (B)(6) 2011 - patient was diagnosed with incisional umbilical hernia thereby underwent repair with implant of non-bard/bd proceed mesh. Per op notes, ¿the umbilical defect was closed then synthetic mesh was placed, secured using sutures and tacks.¿ (B)(6) 2011 - patient underwent wound exploration and removal of infected mesh. Per op notes, ¿the purulent fragmented mesh that became loose in subcutaneous tissues was removed.¿ (B)(6) 2016 - patient was diagnosed with pantaloon right direct and indirect inguinal hernias thereby underwent open repair with implant of two perfix plug (device #1 & #2). Per op notes, ¿the pantaloon right direct and indirect inguinal hernias was repaired using two perfix plug (device #1 & device #2). An overlay patch as well as placed and secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with chronic non-healing wound and infected mesh thereby underwent repair with mesh explant. Per op notes, ¿the purulent material from chronic groin abscess cavity was aspirated. The 2 mesh plugs with covering mesh (device #1 & #2) adherent to surrounding structure were removed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Attorney alleges wrongful death of the patient. No information was provided regarding patient¿s death in the medical records provided to date. No autopsy report, or death certificate have been provided. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. This emdr represents the perfix plug (device #2). Additional supplemental emdr's were submitted to represent the ventralex and perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.